Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported through implant patient registry that a 19mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of seven (7) years, eight (8) months due to severe aortic stenosis. Per received medical records, the patient presented with heart failure and cardiogenic shock. She was found with a significant gradient across the aortic valve. The tavr was performed with a 23mm 9750tfx transcatheter valve without complications. In addition, tmvr was preformed within the same surgery. Tee demonstrated well-positioned aortic and mitral prosthetic. The was no paravalvular leak or aortic insufficiency appreciated in the aortic valve. The patient was taken to the cardiac surgery intensive care unit in stable condition. The patient was discharged home in stable condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.